Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: a complete microscopic analysis of this device revealed normal usage of the device septum with no evidence of internal damage. The device catheter was damaged 1 7/8" from the bayonet lock and this area appeared compressed with longitudinal slits and discoloration. No resistance was felt when flushing the device or catheter. Leak testing of the device and catheter confirmed that the device did not leak after the damaged area of the device catheter was isolated. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A lot number was not provided for this device; therefore, a review of the device history record was not possible. Based on the info available and the results of the MFR's analysis of the device, the report that "the device catheter developed cracks/leaks" has been confirmed. Anatomically induced damage found during the MFR's analysis of the device. An article exclusive to "pinch-off sign" has been issued to the facility for it's review. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
On 04/01/1997, a facility nurse informed the MFR's (MFR) sales representative that this patient has had four (4) devices implanted and all had been damaged in much the same way (i.e. The device catheters developed cracks/leaks) and had to be explanted (previously reported on MDR#"s 1219454-1996-00536 and 1219454-1997-00056). The MFR's sales representative discussed these situations with the physician. The physician stated that he felt the problems stemmed from the patient's anatomy. No further details were provided at this time.